Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15596440 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler select plus microcatheter (606s155x/15838934).

Manufacturer narrative:
It was reported that when removing the sheath the orbit galaxy tight distal loop complex xtrasoft coil 4 x 4 (640cx0404/15596440) detached alone outside the patient and the use was not possible. The returned device was found without coil detachment; the coil was found stretched. With follow-up investigation it was indicated that although the condition of the returned device does not match up with what was reported that was the feedback provided from the physician. It was further clarified that removing the sheath was not the packaging hoop, but the plastic tube that covers the coil. There was no delay as a result of the event. A prowler select plus microcatheter (606s155x/15838934) was used. A non-sterile orbit galaxy tight distal loop complex xtrasoft coil 4 x 4 was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was received zipped and it was found without damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were inspected found without damage while the embolic coil was found stretched. The gripper and embolic coil was inspected under microscope; the gripper was found without damage while the embolic coil was found stretched, but the suture was found intact without breakage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unintended detachment of the coil was not confirmed with analysis of the returned device; the coil was received attached to the delivery system. The coil was stretched and the stretch resistant fiber was without breakage. Based on the report that it occurred outside of the patient when removing the sheath, procedural factors may have contributed. The instructions for use outlines unsheathing after initial advancement of the coil system into the microcatheter. Based on the reported information and the analysis no root cause conclusion can be made regarding the finding of the stretched coil. With review of the device history records and analysis there is no indication of any related manufacturing issues. Additionally inspections are in place to prevent damages of this type from leaving the facility. Therefore, no corrective actions will be taken at this time.

Event description:
When removing the sheath the orbit galaxy tight distal loop complex xtrasoft coil 4 x 4 (640cx0404/15596440) detached alone outside the patient and the use was not possible. There was no delay as a result of the event. A prowler select plus microcatheter (606s155x/15838934) was used.